Event description:
It was reported that the balloon was inflated during pre-inspection before use on the patient. The saline was injected into the blue colored t-port using the syringe, and the balloon inflated, but air leaked from the base of the t-port causing the balloon to deflate. Another device was used and operation was completed without any issues. No injury was reported to the patient.

Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The stopcock joint was observed to be leaking. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.